Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a confirmed motor stall with no motor stall recovery noted. The pump stalled the day prior to this report at 0546 hours, recovered at 0930 hours and stalled again at 2113 hours. The family did report hearing an audible alarm on the evening prior to the report, which coincided with the second stall which did not recover. It was noted that the refill/update of the pump that last took place prior to the motor stalls, was on (B)(6) 2012. The health care provider (hcp) was going to put the pump at a minimum rate and also refer the patient to a surgeon to replace the pump. The infusion pump was infusing gablofen intra-ventricularly. The patient and hcp denied the presence of any electromagnetic interference (emi) exposure. It was later reported the pump revision was planned for the day after this report date. The patient had increased spasticity. An estimated replacement indicator (eri) of 20 months was seen on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/or lubrication and miscellaneous alarm resonator anomaly. Final analysis of the catheter revealed sutureless connector coring, tears, cuts in seal, no leaks seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.